Manufacturer narrative:
One opened probe was received with a tip protector, in a tray, for the report. At the time of receipt the probe body was observed to be detached from the engine. The returned sample was visually inspected and found to be non-conforming with the body disconnected and the rest of the assembly. Adhesive was observed to be present on the body flange and on the engine. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The sample was then visually inspected for any damage to the front engine housing or shell and no damage was observed. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the probe shell was detached. During assembly of the shell onto the engine assembly, adhesive is applied onto the shell flanges. The evaluation of the returned sample identified adhesive on the shell flanges and engine and no damage was observed on the engine or shell. Therefore, how and when the engine and shell became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. An exact root cause for the engine and shell separation was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter handle came off during vitrectomy surgery. The surgery was completed after replacing the product with new one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).